Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported of having high blood glucose due to bent cannula. Customer's blood glucose was over 500 mg/dl. Customer changed infusion set and resolved issue. Customer declined troubleshooting.